Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. Inspection of the switches found them to be working normally and the links were not binding. To address the issue the lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.